Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system ¿. The study was conducted at ¿ cooper university hospital, cooper bone and joint institute, united states¿. The report is associated with the stryker ¿axsos3 titanium locking plate system ¿and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from january 2007 to june 2020. The report indicates, ¿one patient with a diaphyseal fracture suffered two adverse events following their surgical repair. They complained of hardware irritation 582 days after surgery and was also found to have a nonunion at this time. The patient had a revision surgery to remove the hardware and repair the nonunion using a bone graft. This patient resolved their adverse event¿.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.